Manufacturer narrative:
The t:slim pump user's guide indicates the following: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels had been elevated for a month or two (250mg/dl). Elevated bgs were treated by administering a bolus using the pump. System check was performed, and the pump performed as intended, however it was determined that the customer had been using cartridges for 6 days, instead of the recommended 2 days (for use with novolog). The customer was advised about labeling, and factors that may contribute to elevated bgs.